Event description:
Complainant alleged that the medics were attempting to monitor a pt (age unknown), but the device lost the display shortly after power-up. The medics were able to obtain another device to monitor the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.